Event description:
A doctor alleged that a patient's precice nail appeared to have had stopped lengthening, approximately five (5) weeks after implantation. The doctor suspected that the patient may have experienced premature consolidation of their right femur bone.

Manufacturer narrative:
The doctor reported that the patient may have experienced premature consolidation of their femur bone, impacting the lengthening treatment. The doctor removed the patient's existing precise nail and performed an osteotomy on the "considated" regenerate. The patient was implanted with a new precise nail, without incident. To date, the patient is doing fine and has fully recovered. Please see the attached evaluation summary report for additional information.

Manufacturer narrative:
The doctor reported that the patient may have experienced premature consolidation of their femur bone, impacting the lengthening treatment. The patient's existing precice nail was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing fine and has fully recovered. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.